Event description:
It was reported that the customer was found unconscious and was hospitalized due to high blood glucose levels (500 mg/dl). The customer was treated with a correction bolus and released from the hosp on (B)(6) 2014.

Manufacturer narrative:
The device has not been returned for evaluation. Should new info become available, a supplemental report will be submitted.